Event description:
Customer reported that a cartridge was damaged at the canister. There was no adverse impact to the customer's blood glucose level. Customer was able to change cartridge and successfully resume insulin therapy.